Event description:
It was reported that the patient underwent an initial tha on the left side. Subsequently, the patient experienced osteolysis. As a result, the surgeon removed all of the construct. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 200-63-09 - cr tibial insert sz 3, 9mm, slope +: (B)(6). 02-010-04-0230 - logic cr femoral por, left, sz 3: (B)(6). 200-02-35 - three peg patella 35mm: (B)(6). 200-04-33 - cemented finned tib. Tra sz 3f/3t: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.